Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30 mm mitral annuloplasty band, it was explanted and replaced with a 28 mm annuloplasty ring. The physician was not satisfied with the repair during testing prior to closing the patients chest, and chose to do more repair to the patients native tissue and implant a smaller, more suitable ring. The physician reported this was not a failure of the band. No additional adverse patient effects were reported.